Event description:
A peritoneal dialysis patient reported that upon removing the cassette from the cycler she noticed that there was fluid where the cassette belongs. There is no report of patient ill effect. No sample is available for evaluation.